Manufacturer narrative:
No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. This serves as a correction report as the initial MDR report inadvertently was missing the extended investigation on the reported sensor. H6 adverse event problem and h10 - addtl mfg narrative have been updated to include extended investigation findings.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia followed by loss of consciousness and/or a seizure and received orange juice and long-lasting carbohydrates provided by their husband as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. N/a was selected as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. The low glucose alarm did not sound, and customer was unaware of changes in glucose levels. As a result, customer experienced hypoglycemia followed by loss of consciousness and/or a seizure and received orange juice and long-lasting carbohydrates provided by their husband as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.